Event description:
It was reported that procedure (case type and date unknown), the pressure fluctuated and the surgeon had to stop the surgery before any possible harm to the patient. The patient was a neonate, and no patient injury was reported.

Manufacturer narrative:
There is no indication stating that customer will return the device for further evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).